Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient stated that while he was supported by freedom driver s/n (B)(4), he was not able to do much of the activity he was able to perform when he was supported by his previous freedom drivers. The customer also reported that while the patient was supported by this freedom driver, his fill volumes varied dramatically, often dropping into the 20s, with cardiac output at 4-5 lpm. The customer also reported that the patient was switched to a companion 2 driver to check his readings and waveforms, and his beat rate was 135, percent systole was 50, left drive pressure was 180, right drive pressure was 90, left fill volume was 52 and his right fill volume was 53. The customer also reported that since the patient's readings and waveforms were all appropriate, he was switched to another freedom driver, and the patient stated that he felt a big difference with this freedom driver. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior of the driver revealed a crack in the filter cover, which did not affect driver functionality. The cracked filter cover was replaced during service of the driver. No other abnormalities were observed. Review of the alarm history (eeprom) revealed that no fault alarms related to variable cardiac output or fill volume were recorded. Only permanent fault alarms are recorded in the alarm history. Intermittent and recoverable alarms, such as battery alarms, temperature alarms, and fault alarms resolved within three to four minutes are not recorded in the eeprom. The customer did not report any fault alarms. The driver was functionally tested and passed all test requirements, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. The driver was also tested for an additional 72 hours and performed as intended with no issues. The driver met all cardiac output requirements during investigation testing. There was no evidence of the driver exhibiting any variable cardiac output or fill volume. The driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient stated that while he was supported by freedom driver s/n (B)(4), he was not able to do much of the activity he was able to perform when he was supported by his previous freedom drivers. The customer also reported that while the patient was supported by this freedom driver, his fill volumes varied dramatically, often dropping into the 20s, with cardiac output at 4-5 lpm. The customer also reported that the patient was switched to a companion 2 driver to check his readings and waveforms, and his beat rate was 135, percent systole was 50, left drive pressure was 180, right drive pressure was 90, left fill volume was 52 and his right fill volume was 53. The customer also reported that since the patient's readings and waveforms were all appropriate, he was switched to another freedom driver, and the patient stated that he felt a big difference with this freedom driver. This alleged failure mode poses a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.